Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 260 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer also sated that there is damage in the battery compartment. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded/loose drive support disk. It was unable to perform the excessive no delivery alarm test due to prime anomaly. No motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.